Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, the needle got stuck in the vaginal cuff and was left in the patient. It did not break off, it just disengaged.